Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2024. During the procedure, the clip would not separate from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h2 (additional information): block b5 has been updated based on the additional information received on may 13, 2024. Block h10: the resolution 360 ultra clip was not returned; however, photo of the complaint device was provided by the complainant. Per media analysis, the photo showed evidence of a kink can be observed on the device. No other problems with the device were noted from the photo. Upon media analysis, it was found that the device had evidence of kink, this failure is probably caused by the physician's manipulation or technique, which impacts the device's functionality when releasing the clip. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2024. During the procedure, the clip would not separate from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on may 13, 2024: the resolution 360 ultra clip was used in the ascending colon during a colonoscopy procedure.